Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional for a clinical study, via a manufacturer representative, regarding a patient with idiopathic functional urinary incontinence since 1998. It was reported there was a return of incontinence since (B)(6) 2015. It was unknown what factors caused or contributed to the issue. No diagnostics or troubleshooting was performed. The device was reprogrammed and the issue resolved on (B)(6) 2015. The event was assessed as related as not serious, not related to the procedure and related to the stimulation.